Manufacturer narrative:
Bausch & lomb is unable to complete an investigation of this specific complaint since no product was returned and no lot number was provided. Based on all information, no causal factors can be detrmined and no conclusion can be drawn. Altohough this complaint is unrelated, bausch &lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are contnuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.

Event description:
A mother reported that her son while using renu with moistureloc multi-purpose solution was diagnosed with an infection, abrasion/ulcer located in the central 4mm of the left cornea. The patient was presented to a physician's office on 09/21/2005. He was prescribed vigamox q3h for 2 days. No culture done. Etiology unknown. On 09/23/2005, the pt felt better, eyes were less painful and the abrasion/ucler was not as large. Vigamox was continued q4h. On 9/26/2005, he continued to look better and began to re-epithelialize. Pred forte qid was added to attempt to reduce scarring. On 10/03/2005, the patient was doing better as he was continuing to re-epithelialize. Vigamox was discontinued. The physician indicated that the infeciton cleared quickly with vigamox and he did not believe the patient had fungal keratitis. On 11/02/2005, the patient was diagnosed with bacterial conjunctivitis and was prescribed vigamox again qid for 1 week. The patient's scar was "pretty much finalized". A slight decresase in his visual acuity (a little fuzzy in the left eye) was noted.